Event description:
The pt received her scs system on (B)(6) 2011. It was reported the pt was not feeling stimulation and the programmer was indicating low battery flag. When the pt was changing programs, the programmer indicated a telemetry flag. The sjm rep requested for the pt to fully charge the ipg, and call back. Attempts to determine the status since then have not been successful.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.